Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the harmonic ace instrument was used for approximately 20 minutes before it failed and the plastic tip frayed requiring replacement. A backup instrument of the same type was used and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed that the harmonic insert was found with mechanical indentations on the blade. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a damaged blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.